Event description:
The lead was explanted due to an increase in capture threshold. The physician suspected a helix anomaly. There was no harm to the patient.

Manufacturer narrative:
All information provided by manufacturer and a medwatch form was received e3/g3 - risk manager.